Manufacturer narrative:
Investigation results indicate that the wheel detachment was most likely caused by user error. If the device is used with the wheel bolt locked, the force exerted on the wheel by the locking mechanism could cause the wheel to unthread. Addition of loctite to the wheel bolts improves wheel fixation and product reliability according to risk analysis. Manufacturer has initiated upgrade of technical documentation and production specifications to ensure that loctite is applied to the device wheel bolts in production. Manufacturer will continue to monitor this type of event and take appropriate actions as needed.

Event description:
Wheel detached from the device leg during patient transfer from bathroom to bed causing the device to tilt.

Event description:
Wheel detached from the the device leg during patient transfer from bathroom to bed causing the device to tilt.